Event description:
Related manufacture reference number: 2017865-2022-11224; related manufacture reference number: 2017865-2022-11225. It was reported that the patient's atrial lead, right ventricular lead, and left ventricular lead exhibited low impedances. During procedure, it was noted that the reported leads were found fractured possibly due to clavicular crush and the physician failed to advance stylets into the leads due to the crush. The reported leads were explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance, clavicle crush, lead fractured and failure to advance stylet were confirmed. As received, a complete lead was returned in two pieces for analysis. Final analysis found clavicle crush damage breaching the ring electrode and fracturing the inner coil. The cause of the reported events of low lead impedance and failure to advance stylet were isolated to the lead damaged caused by clavicle crush. No other anomalies were identified.